Event description:
It was reported that a physician in-training attempted arteriotomy closure using the starclose device after a diagnostic procedure. Reportedly, after the clip was fired, the device could not be removed and the vessel locator wings did not retract. After implementing troubleshooting removal steps, the device was able to be successfully removed. Hemostasis was achieved with manual compression. There was no patient adverse event. No additional information is available.

Manufacturer narrative:
The device was received. Investigation is not complete. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.